Event description:
It was reported that a dissection occurred. Vascular access was obtained via a radial approach. A sentinel cerebral protection system was advanced with a non-bsc guidewire into the radial artery and a dissection occurred. The wire and sentinel device were removed and pressure was applied to the artery with a blood pressure cuff and the issue was resolved. The case was completed without the device and the patient is doing fine.